Event description:
It was reported that before an unknown procedure, the doctor state that the device was missing (leaking) gas. Procedure was completed with the same like device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes, that kind of noises were frequently heard during the operation. If so, did the noise prevent insufflation? Sometimes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes. There was a drop in pressure;therefore, this affected the visibility of the surgeon. What was the gas consumption rate or volume (liter/minute)? 5.5-7.9 l/m. Were you able to identify where the leak was coming from? Yes, it could be identified that the leak was coming from the trocar. Was a device inserted in the trocar during the leaking? Yes, there was. If so, what device? Grasper. Was any torque being applied to the trocar or device? No. The analysis results found that the device (a) was returned in good visual condition. Upon evaluation of the device, a leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # unk; expiration date: unk; manufacturing date: unk.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.